Event description:
It was reported that the pt was hospitalized since sunday night because of uncontrollable pain and urinary retention. She had difficulty walking due to left leg pain. This all started a week before being hospitalized. She could not make adjustments to her device with the pt programmer (with or without the antenna). Her physician was aware of the situation and was working with her. Add'l info was requested.

Manufacturer narrative:
(B)(4). Final analysis of the programmer model 3037, lot# njd068516n showed a reliability non-conformance. Pins 4 and 5 were opened on the antenna jack. The antenna jack was replaced.